Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-28 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call to inquire about MRI scanning eligibility. Patient was told by MRI facility that they should be able to determine MRI eligibility without needing to activate MRI mode. Agent reviewed with patient that MRI mode needed to be activated first, and that they could do so temporarily to check eligibility prior to scan. Patient confirmed they were comfortable with connecting to their ins and had done so earlier to attempt to determine MRI eligibility. Agent reviewed steps to activate MRI mode and patient will do so independently. Patient also mentioned as of 2 days ago they developed pain at the implant site when sitting down. Patient  they have lost a significant amount of weight. Patient confirmed the pain was muscular and not from the stimulation. Agent reviewed significant weight loss could potentially be related to pain and how that can affect the pocket. Agent suggested patient follow-up with managing hcp for further evaluation. On 2025-may-30 additional information was received from the patient. They reported that they have contacted the doctor who manages their device about this issue and have had more than 1 appointment with them. When asked the steps taken/will be taken to resolve this issue, the patient noted "it's off, nothing has been done except 2 setting changes. I hate your product so much I want it out now! I haven't had any help since I got it!" On (B)(6) 2025 additional information was received from the patient. They reported again that they had lost weight and could feel the device more and had been experiencing pain at the ins site, especially when sitting on hard surfaces and the ins gets hooked on the back of the toilet seat. The doctor felt the device and said it hadn't moved. They were wanting to get their device removed so they could get an MRI because they've had difficulty with some facilities telling them they can't perform the scan. On (B)(6) 2025 additional information was received from the patient. They reported that the product was awful and was making things worse. Patient said their bladder issues started after hip surgery. Patient said they didn't get to have an eval. Patient said they had other health issues and the device was causing a "headache" and their health to decline. Patient said they are having surgery wednesday (B)(6) 2025. On (B)(6) 2025 additional information was received from a healthcare professional (hcp). The hcp reported that the last time they saw the patient was on (B)(6) , where they were complaining of the same issues they already reported to us. The doctor put a note in that the patient did not want the device removed at that time, would continue to monitor, and reach out if they ever want to get it removed. So they haven¿t heard from the patient since.